Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged post-implant. The lead was repositioned in a revision procedure the following day, but dislodged again following the revision. In a second revision procedure the lead was explanted. No replacement lead was implanted, and the device was programmed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg process.